Event description:
It was reported that the unit has a damaged lcd screen that happened during storage of the unit. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not be returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the liquid crystal display (lcd) on the printed circuit board (pcb) was damaged. The drain fitting was corroded. The surface on the float switch is shedding. Cracked tank cover and worn plate clip. The lcd had liquid crystal leakage confirming the customer complaint. Root cause was attributed to a faulty pcb. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the float switch, pcb, drain fitting, tank cover, and plate clip. Performed preventative maintenance. Device passed functional testing after the completed repairs.